Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of a severe calcified lesion with 97% stenosis and 200 mm length in the proximal right anterior tibial artery, using the nitrex guidewire, wire damage occurred, including wire stripping and tip detachment at the target lesion. The tip was snared and removed. Severe resistance was encountered when advancing the device, but no excessive force was used. A 6fr non-medtronic sheath was used and the IFU (instruction for use) was followed during preparation, procedure, post-procedure. The vessel was post-dilated, and a new device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the image is a partial image of the pouch the lot number 9531842 can be seen on the label which is consistent with the complaint medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
I.